Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer did not know how the touch screen became cracked. The customer's blood glucose level was 220 mg/dl. Customer would continue to use the pump for insulin therapy.